Event description:
The customer reported not being able to operate her precision xtra meter due to a port issue. The customer took her normal diabetes medication and became hypoglycemic and lost consciousness. The customer was treated by her doctor and was diagnosed with hypoglycemia. The customer ate food to help counteract the medical event. There was no report of death or permanent impairment.

Manufacturer narrative:
The complaint is not confirmed. The meter powered on with the button and no insertion of test strips and cal bar. Did not observe power issue with strip port.